Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebx0664 showed no other similar product complaint(s) from this lot number.

Event description:
The gynecology department of the [facility] implanted a groshong PICC in the patient at 12:00 am on (B)(6). It was reported the exposed part of the catheter was found to be leaking at 8:30 am on (B)(6). At 10:00, this part of the catheter was trimmed and the old decompression sleeve was replaced with a new one. When the tube was re-rinsed, exudate was found at the puncture point. After a re-inspection and verification, leakage was also found from the part of the catheter near the puncture point. There was no patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed but the exact cause was unknown. The product returned for evaluation was a 4fr s/l groshong nxt catheter (in two segments). The catheter was determined to have been cut near the 37cm depth marking and both segments were attached to connector assemblies. This was consistent with the event description indicating that the catheter was reused. Functional testing confirmed the presence of a leak between the 38cm-39cm depth markings and a small hole was subsequently found. Microscopic examination of the hole found that the edges curled inwards within the hole and that the hole itself was tapered inwards, being larger at the exterior and smaller as it approached the inner surface. No leakage from the distal segment was observed while applying hand pressurization with a 12ml syringe and while manipulating the connections. The damage appeared characteristic with a puncture by a hard object but the timing and location of that event was unknown. A lot history review (lhr) of rebx0664 showed no other similar product complaint(s) from this lot number.

Event description:
The gynecology department of the [facility] implanted a groshong PICC in the patient at 12:00 am on august 21. It was reported the exposed part of the catheter was found to be leaking at 8:30 am on august 23. At 10:00, this part of the catheter was trimmed and the old decompression sleeve was replaced with a new one. When the tube was re-rinsed, exudate was found at the puncture point. After a re-inspection and verification, leakage was also found from the part of the catheter near the puncture point. There was no patient harm reported.